Manufacturer narrative:
The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned, therefore, an eval of the "balled up" mesh could not be conducted. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The initial attorney report alleged recurrent, balled up mesh, explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent incisional ventral hernia repair with a kugel patch. On (B)(6) 2006 - pt underwent laparoscopic excision of kugel patch and laparoscopic primary repair of recurrent incisional ventral hernia. It was noted that "on examining the area where the previous mesh was, I could see it was all balled up. I dissected it out."